Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical error pump. Customer blood glucose level was 120 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm and motor safety circuit failed test error alarm is found in the downloaded history files due to software error. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.